Event description:
Pt reported a severe injection site reaction with her most recent forteo injection. She reported a very painful, immediate reaction and a large bruise today. The pt is concerned it may be related to the new ndc of pen needles she used. They are still bd pen needles and they are the same size. I advised some injections are more painful than others and she will try again tonight with alternative injection sites.